Manufacturer narrative:
Investigation: customer returned (10) 3/10ml cc, 6mm 31g insulin syringes in a sealed polybag (unused). Customer states most all stopper gets stuck during injection. All returned syringes were examined and no stoppers were stuck or difficult to move while exercising the plungers on each syringe, thus the alleged defect could not be confirmed. A review of the device history record was completed for batch # 7177939 all inspections were performed per the applicable operations qc specifications. There were four (3) notifications [200706576, 200706667, 200706575] noted that did not pertain to the complaint. There was one (1) notification [200706595] noted for high breakout sustaining, ansi completed and accepted; product returned to production. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that 7 syringes 0.3ml 6mm 90 bx 450 mo experienced difficult plunger movement during injection.

Manufacturer narrative:
Device expiration date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 syringes 0.3ml 6mm 90 bx 450 mo experienced difficult plunger movement during injection.